Event description:
Rca lesion predilated with 3.0mm balloon. Attempted to pass 3.5mm x 24mm stent. Unable to cross lesion. When attempted to pull stent back into guide, would not go. Pulled down over wire to sheath. When balloon and guide removed, stent was gone. Found stent over wire in groin. Wire snared with cook vascular forceps and wire. Stent and forceps all removed intact. Pt did have small hematoma.